Event description:
The MFR's rep reported a pump explant after 1 month implant duration due to an "infected subcutaneous wound". The pt was implanted with a replacement pump approximately 3 months later once the would had healed. Pt symptoms and outcomes were not provided. The drug contained in the pt's pump is unk. Add'l info has been requested, but was not available at the time of this report.